Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.

Event description:
It was reported by pt that he underwent total hip arthroplasty in late 2007, in which patient received a durom acetabular cup. Pt states that post-op he has been experiencing pain and is scheduled for revision in 2008.